Event description:
Customer reported that the tubing is not securely attached to the stopcock. As a result the tubing separated from the stopcock causing csf leakage.

Manufacturer narrative:
Upon completion of the investigation a follow up report will be filed.

Manufacturer narrative:
Upon completion of the investigation it was noted that traces of glue was found at the end of the tubing as well as in side the 3 way stop cock. Although it is not possible to determine the root cause for the problem reported by the customer, it might be likely that atypical force was used when pulling on the tubing. This however could not be determined. Review of the history device records was not possible as lot number is unknown. Based on the results of the investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed.